Manufacturer narrative:
No devices or photos received. These products are used for treatment. Revision surgical notes indicate that all of the components were well fixed. It is reported that a bone scan lit up around the tibia and, due to the tibial recall, the surgeon opted to revise the tibial component. Bone scans and x-rays were not provided. Zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under recall number z-1266-2015. The device in question was implanted prior to this field action. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing hot spots, pain and swelling.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Device was not returned. Device history record was reviewed and no discrepancies were found. Review of the provided x-rays identified anatomic alignment of the left knee components. No signs of loosening were noted. This information does not change the previous investigation conclusions. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event alleges a symptom, rather than a defined device failure. The devices were reviewed for compatibility with no compatibility issues found. A product history search identified no (0) other complaints for the part/lot combination of the tibial component (p/n: 42530007101, l/n: 62444679). No deviations from the surgical technique were noted in the primary operative notes from the initial tka on (B)(6) 2014. These notes indicate that the knee tracked nicely, and that the appropriate flexion, extension, and stability were achieved. Review of the revision operative notes from (B)(6) 2015 revealed that the tibial component was not actually loose, but did confirm that the patient had pain and swelling in the left knee. The revision notes indicate that they went ahead with the revision of the tibia due to the voluntary recall associated with the device and because a bone scan taken prior to the revision showed some questionable lucency under the tibial tray. The postoperative diagnosis did not contain loosening, but instead listed persistent pain as the reason for the revision. The revision notes also indicated that the femoral and patellar components were well fixed; these components were not revised. The risks of pain and swelling are addressed in the package insert for the tibial component lists pain and swelling as adverse effects. These are therefore known inherent risks of this procedure. The complaint will be revisited if devices and/or photos are received.